Manufacturer narrative:
The event date is an estimated date. The implant date is an estimated date. The event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received her rechargeable dbs implant to treat her parkinson's disease in 2013. Following her dbs implantation surgery, she had a stroke within hours of her surgery resulting in her slipping into coma and then paralysis. Given her limited mobility, it would have been very difficult for her to go for a battery replacement surgery in 2022 but a manufacturer representative (rep) visited the patient and was able to update her dbs software that has prolonged her battery life by about 6 years. This has been an immense help and they are very satisfied with the customer service experience. The rep was very helpful to the patient as he explained everything very well and also recommended a couple local doctors for dbs current tuning.